Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and it was reported that a chemoclave¿ vented vial spike, 20mm was found to be occluded in addition to leaking during patient use. The reporter described the product problem "liquid channel in spike sometimes blocks. No fluid can be drawn from the vial on which the spike is mounted. In addition, the 'plug' in the spike remains pushed in after disconnection, resulting in leakage." There was no patient harm reported.

Event description:
Updated information received by the customer on 12may2025 stated that the event date was (B)(6) 2025. The reported complaint did not occur during patient use as previously reported.

Manufacturer narrative:
Received wwo used list# 011-ch-74s, chemoclave¿ vented vial spike, 20mm for investigtion. As received, one returned sample clave was stuck down, the other sample has no visible damage or other anomalies. Liquid channel in spike sometimes blocks and no fluid can be drawn from the vial, the 'plug' in the spike remains pushed in after disconnection, resulting in leakage. Tested both chemoclaves, and as returned, no flow was identified on the returned sample with stick down; however, there was no flow restriction on the other returned used sample. The reported complaint can be confirmed. The probable cause is due to a manufacturing molding defect. The device history record and relevant commodities were reviewed; the following discrepancy was identified: exception type: ncmr, lot#: 13910900, 14129527, 13884783, 14111730, 14112049, discrepancy: "b1 qa found 1 out of 30 samples failed leak test at bag# 43 while performing routine inspection at 02/27/24 11:21 am." Translation: " what? 4 pieces with part number x1-1699 rev. 06 lot # 14129527 were reported with crack. When? 09-30-2024 where? During receiving inspection process aql 0.25 c=0 who? Iqa leader. Impacted quantity and sampling results (fail/pass): (B)(4) pieces, affected fail: 4/200." "Qa found cavity b_4 has short shot at the window wall." "Dimension inspector found the window wall thickness out of specs" "clave 2 found plugs with flash" corrected information (received by the customer on 12may2025) can be found in: a. Patient information (thoughout). B4 - report date. B5 - describe event or problem. B6 - relevant test/laboratory data. B7 - other relevant history. E3 - initial reporter occupation. H6 - health effect - impact code. H6 - medical device problem code. H6 - component code. Updated information: d9 - date returned to mfg: 16may2025.